Event description:
A report has been received from a peritoneal dialysis unit that reported a pinhole leak caused an episode of peritonitis. The rn was contacted for information regarding this event. It has been learned that the pt had used these lines, and after he came off the cycler, he had noticed his floor was wet. He followed the fluid path and found that the fluid had come out of a pinhole at the pump segment. The rn stated that about 6 hours later, this pt developed abdomen pain and had cloudy bags (effluent). The pt had come into the clinic for evaluation. At that time, a sample of the effluent was obtained for a culture. The results of the culture had indicated no growth, however the rn saw the cloudy bags and treated the pt per protocol. As a result, the pt received intraperitoneal antibiotics for peritonitis for this event. The pt has saved the sample as advised by the rn. Additionally, it has been learned that the pt is fine and is able to continue peritoneal dialysis as ordered.